Manufacturer narrative:
Pump passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test or verify no reservoir alarm and a71 alarm due to a33 alarm. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low reservoir alarms few times. Customer stated that when she changed the reservoir, she had to press many times before she could make it work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.